Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts, damage to the battery compartment, and a display screen issue. This report is made based on results of investigation completed on 11/20/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings: during investigation, the keypad was observed to be torn. Evidence of contamination was found under all key contacts. The battery compartment was found to be cracked. Additionally, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).